Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third-party testing, the device evaluation, and the legal manufacturer's final investigation. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: oct 11, 2023. Sampling from: all channels. Cfu: 1cfu. Bacterial identification: micrococcaceae. Sampling date: oct 11, 2023. Sampling from: distal end. Cfu: <1cfu. There were no deviations or concerns regarding reprocessing. The device was evaluated where no abnormalities were found that could have led to the positive culture. A few defects were noted where the bending section rubber glue is white clouded and separated, the universal cord is kinked, and the insertion part insulation failed. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The reprocessing method is described in the following chapters of the instructions for use: chapter 6 compatible reprocessing methods and chemical agents. Chapter 7 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has not been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. The microbiological analysis results are pending. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported to olympus that during reprocessing, the evis exera ii ultrasound gastrovideoscope tested positive for microorganisms. Samples were collected from the distal end and all channels on the scope. The channels tested positive for 1 cfu of bacillus cereus and 1 cfu of candida albicans. The distal end tested positive for 2 cfus of micrococcus luteus, 1 cfu of staphylococcus epidermidis, and 1 cfu of corynebacterium amycolatum, and 1 cfu of staphylococcus hominis. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.